Event description:
Procedure type: gastrectomy. According to the reporter; a loud noise was heard during the closure of device. The surgeon continued using the device and applied it to the patient. It was then noticed that half the anastomosis was not closed. The surgeon hand-sew the anastomosis to complete the procedure. The donuts were normal and no significant bleeding was reported. The patient experienced a fistula post-operatively which caused a pancreatitis. The patient was re-operated and the fistula was corrected by suturing. No further patient details were provided.

Manufacturer narrative:
Initial report sent: 04/04/2008.